Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted too high and resulted in moderate paravalvular leak (pvl). A second valve implant was attempted, however, at 2/3 deployment and it was noted that it occluded the right coronary artery. The second valve was still attached to the delivery catheter system (dcs) and was pulled back into the ascending aorta and left deployed there. This valve was snared into the ascending aorta. A third valve was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Paravalvular leak (pvl) is a known potential adverse effect per corevalve instructions for use (IFU), and from the limited available information a conclusive cause could not be determined. Pvl can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this case, the pvl most likely was due to the sub-optimal position of the valve, as it was reported that the valve was implanted too high. It cannot be determined from the available information whether the valve was placed higher than intended or if it was only determined during intervention that the valve was too high. No deficiencies were alleged against this device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report is in regards to the first valve, referenced as "this valve." The device remains implanted. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).